Manufacturer narrative:
Device was returned: visual inspection was conducted, and there were no signs of physical damage. Functional testing was performed, and the device worked as intended in the console. Switch continuity testing was completed and passed; a dissection test was also conducted during which the outer tube was found to be bent. The blade had scratches, and metal and plastic particles were observed inside of the handle. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during the middle of myosure procedure on (B)(6) 2025 procedure while cutting, the physician was using the device on small pathology and noticed metal shavings floating in the cavity. The physician then removed the device and scope, flushed the cavity, and used another device to complete the procedure. The cavity was completely cleared and flushed of the material before replacing the device. No other information is available.